Event description:
In 2004, the pt reportedly was having a problem with external headpiece retention. The pt was seen by a company representative. Testing performed confirmed that the device was functional. The surgeon will schedule revision surgery for the c1 pt's skin flap.